Manufacturer narrative:
The customer used the elecsys hcg + beta test system reagent. The customer declined to provide further information for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer believes the issue to be related to pre-analytic contamination. This event occurred in (B)(6).

Event description:
The initial reporter stated they receive discrepant results for one patient sample tested for hcg on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The specific hcg assay that was used was not provided and no units of measure were provided. The sample initially resulted with an hcg value of 48.24, which repeated as 1.0. The hcg reagent lot number and expiration date were requested, but not provided.